Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke upon final impaction of device during an initial knee surgery. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned tibial impactor head identified signs of heavy use (nicked and gouged) and has fractured into 2 pieces. All pieces were returned. The device has a potential field age of over 8 years with an unknown number of uses. The DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product, the DHR review, and the potential field age of the device of over 8 years. The root cause of the reported issue is attributed to wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.